Event description:
Upon removal of catheter from artery tip of catheter was noted to be missing. Surgeon aware. X-rays were taken and were negative for foreign body. Pt tolerated surgical procedure well. Pt doing well post-operatively.